Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 01/25/2010 and was last repaired on 09/05/2013 for a similar issue. Evaluation of the device observed deformation and damage to the comb. Excessive galling to the gear teeth on the roller and cutters was also noted. Prior to repair, test mesh could not be performed due to the damaged comb, hinge, and gears. The customer returned two cutters for evaluation both cutters did not pass cutter evaluation and were returned to the customer as non-repairable. Repair of the device included replacement of the comb, roller and roller gear, side plates, hinge tops, bushings, and cutter gears. Customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the damage to the comb and galling to the gears of the roller and cutters, which most likely caused the customer's reported event. Additionally, failure to replace the damaged cutter could contribute to a less than optimal mesh of the skin graft. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher comb of the device was broken, and not allowing the dermacarrier to cycle through the mesher. Customer felt the need for gear replacement for the device. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.